Manufacturer narrative:
The reported high impedance was not confirmed. The lead was returned cut and incomplete. Visual inspection did not identify any anomaly that would contribute to the issue. No broken wires were observed and continuity testing passed on all channels. As the terminal end was not returned, the extension could not be fully analyzed. As such, it could not be determined if this extension contributed to the reported issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15127. It was reported the patient was not receiving effective stimulation due to several high impedances. Reprogramming was initially able to address the issue. Surgical intervention was undertaken on (B)(6) 2021 wherein both extensions were showing high impedances. In turn, both extensions were explanted and replaced. This addressed the issue.